Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp on a transfer set appeared to be broken. The patient was on peritoneal dialysis therapy. No cleaning solution or disinfectants were used on the transfer set. The patient has not been using a tool to open or close the transfer set. The miniset was changed and the patient received a preventive local antibiotic treatment. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.